Event description:
During the thrombectomy procedure for the clot at m1 middle-distal, the retriever (subject device) captured the clot successfully. However, the retriever got stuck in the m1 artery and was unable to be retracted. So the physician torqued the pusher wire, then the retriever and the pusher wire were broken into two pieces at the connection. It was reported that the separated retriever was removed with snare and catheter. There were no adverse consequences noted to the patient. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the retriever was fractured and the stent section was damaged. In addition, the returned distal section of the core wire was found twisted. Performance testing was not performed due to the condition the device was received. From the condition of the product at appears that the product had been gone under excessive manipulation and torsion. Based on the information currently available, it is most likely that the retriever got stuck in the m1 artery and could not be removed due to some procedural/anatomical factors encountered during the clinical procedure. Therefore, an assignable cause of operational context caused will be assigned to the reported difficult/unable to withdraw retriever as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited. However, for the reported/analyzed retriever broken, analyzed retriever shaped section damage and core wire twisted are mostly due to not following the dfu instructions. Since it was reported that the physician torqued the wire and this practice is against the dfu for this product. The dfu states: ¿if retriever is difficult to withdraw from the vessel, do not torque retriever. Advance microcatheter distally, gently pull retriever back into microcatheter, and remove retriever and microcatheter as a unit.¿ therefore, an assignable cause of use error will be assigned to the reported retriever fracture/broken as the issue investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available, it is most likely that the retriever got stuck in the m1 artery and could not be removed due to some procedural/anatomical factors encountered during the clinical procedure. Therefore, an assignable cause of procedural factors will be assigned to the reported difficult/unable to withdraw retriever as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited. However, for the reported retriever device broke into 2 pieces when the physician torqued the pusher wire. This practice is against the dfu for this product. The dfu states: ¿if retriever is difficult to withdraw from the vessel, do not torque retriever. Advance microcatheter distally, gently pull retriever back into microcatheter, and remove retriever and microcatheter as a unit.¿ not following the dfu instructions most likely contributed to the reported retriever fracture/broken defect. Therefore, an assignable cause of user error will be assigned to the reported retriever fracture/broken as the issue investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
During the thrombectomy procedure for the clot at m1 middle-distal, the retriever (subject device) captured the clot successfully. However, the retriever got stuck in the m1 artery and was unable to be retracted. So the physician torqued the pusher wire, then the retriever and the pusher wire were broken into two pieces at the connection. It was reported that the separated retriever was removed with snare and catheter. There were no adverse consequences noted to the patient. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
During the thrombectomy procedure for the clot at m1 middle-distal, the retriever (subject device) captured the clot successfully. However, the retriever got stuck in the m1 artery and was unable to be retracted. So the physician torqued the pusher wire, then the retriever and the pusher wire were broken into two pieces at the connection. It was reported that the separated retriever was removed with snare and catheter. There were no adverse consequences noted to the patient. No further information is available.